Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an alarm and had a blank white screen display. Customer changed battery and three days later experienced the same issue. Troubleshooting was performed and alarm history showed and unexpected restart alarm, watchdog timeout alarm, and an external ram crc error alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No signal too low, unexpected restart and program alarm anomaly alarms noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. No unexpected resetting time/date after changing battery noted. The insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.